Manufacturer narrative:
The surgeon had confirmed that there was no allegation of a da vinci system, instrument, or accessory malfunction. As a result, none of the instruments used during this procedure will be returned to isi for evaluation. If additional information is received a follow-up MDR will be submitted. The system error logs and technical review could not be performed for a procedure date of (B)(6) 2020, as there were no logs available. The system was offline since (B)(6)2020. However, it was confirmed through a site history review that as of the date of this report, no complaints have been reported to isi involving any of the instruments used during the surgical procedure. There was no image/video shared for this event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted splenectomy procedure, the surgeon accidentally hit the splenic face hilum, and the patient allegedly experienced a lot of bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. Although there were no alleged malfunctions and it is believed the cause of the reported event was related to surgical error; however, isi does not currently have access to the system log information to confirm that no system errors occurred during the procedure. Moreover, since there is no allegation of any isi device malfunction, none of the instruments used during this procedure will be returned to isi for evaluation. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted splenectomy procedure, the surgeon accidentally hit the splenic face hilum, and the (B)(6) years old male patient allegedly experienced a lot of bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. On 16-mar-2020 and 08-apr-2020, intuitive surgical, inc. (Isi) contacted the clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa was present during the procedure. During a splenectomy the surgeon nicked the splenic face hilum with an unknown instrument; causing bleeding. The splenic hilum started to bleed; as a result, the procedure was converted to an open surgery. The bleeding was controlled with metal clips and clamps. The estimated blood loss was under 750 ml. A unit of blood was administered during the open portion of the procedure. The csa confirmed that she spoke to the surgeon after the procedure, and the surgeon had stated that he had tried a new approach, and at that time he made a mistake by hitting the splenic hilum that resulted in bleeding. The surgeon had confirmed that there was no allegation of da vinci system, instrument, or accessory malfunction. As a result, none of the instruments used during this procedure will be returned to isi for evaluation. There are no known post-operative complications and the patient is reported as doing well after the open procedure. The csa stated that the director of the robotics' program requested not to contact the site due to the crisis mode they are in, secondary to the number of covid-19 patients at their hospital.